Event description:
It was reported that the subject device had an image that went in and out. The issue was found during a procedure, during sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was found during the device evaluation: light intensity measured to be fluctuating and out of specification, affecting image brightness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.